Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has not been returned to the MFR. Therefore, a sample eval could not be performed. The investigation is currently underway.

Event description:
It was reported that after a difficult deployment, an ivc filter did not completely open. Reportedly, the physician experienced difficulty while releasing the filter from the pusher pad. The filter finally deployed at the intended site, but the filter legs did not open. The ivc filter was retrieved without incident. Reportedly, there were no twisted filter legs observed upon inspection of the filter after retrieval. Another MFR's ivc filter was successfully implanted. No report of pt injury.